Event description:
During patient treatment, users reported the mean airway pressure fluctuated from that set by 8 cmh2o. The patient was kept on this 3100b until a replacement arrived. There was no patient compromise.